Event description:
During a laparoscopic gall bladder procedure the stapler was out of the g.b. Kit. The stapler did not fire and close clip, shot the second one out, didn't load into prong at the end. Procedure extended by 5 mins. There was no pt consequence.